Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified circumflex artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, the balloon ruptured when inflated at the lesion area. The procedure was completed with a non-bsc device. There were no patient complications reported.